Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has had elevated blood glucose (bg) levels (300mg/dl) for the past 2-3 months, after approximately 1 1/2 or 2 days of supply usage. Elevated bg levels were treated via supply change, bolus and injection as necessary. The customer declined follow up as they had already treated elevated bg levels and were confident that bg would come back down to target.